Event description:
Boston scientific received information that the patient with this implantable pacemaker presented to the hospital after experiencing an abnormal cardiac heart rhythm. Interrogation revealed this device had suddenly reached elective replacement indicators (eri) and was not pacing. According to daily measurements lead measurements were normal. There was concern that the battery depleted more rapidly than expected. The patient has an intrinsic heart rate of 50-70 bpm and was hospitalized without temporary pacing. A replacement procedure was performed. This device was removed, replaced and returned for analysis. Electromagnetic interference was not suspected. Upon removal, visual inspection revealed blood infiltration at the device cavity and the distal seal ring. Replacement interrogation revealed no anomalies.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observations.